Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a high glucose reading of 223 mg/dl while using the ilet system with a teflon infusion set placed in the abdomen and a dexcom g7 continuous glucose monitor (cgm), after eating a snack of cheese and approximately ten crackers without announcing the meal, which constituted an incorrect use procedure related to the user interface. No adverse clinical symptoms associated with hyperglycemia reported. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.